Event description:
Customer reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by either changing the cartridge only or changing both the cartridge and infusion set before resuming insulin.